Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing hemolysis, hematuria, elevated lactate dehydrogenase levels and unspecified signs of heart failure. The patient was on coumadin and aspirin and was admitted and placed on a heparin drip. The patient's inr value at the time of the event was between 2 and 2.5 and no changes were noted with the pump parameters. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Evaluation of the returned pump revealed deposition in the outlet stator. The deposition was partially obstructing the blood flow path and could have contributed to the reported hemolysis, elevated lactate dehydrogenase levels, and heart failure symptoms. A root cause for the observed deposition could not be conclusively determined through this evaluation the outlet stator revealed a pink, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient; however, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical representative, stating that the patient does not have any known coagulation issues. The patient's inr value at the time was between 2 to 2.5. The patient was on coumadin and aspirin. There were no changes on the patient's pump parameters.